Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified pain medication. It was reported after four days in use, the homecare patient called the user facility stating that the patient's unspecified pain was increasing. A homecare nurse went to the patient's home and noted that solution was leaking from the filter and tubing connection. It was reported the nurse pulled on the tubing and the tubing separated from the filter. The tubing set and the solution container were replaced and the therapy was resumed. It was reported that the patient took oral pain medication while waiting for the new solution container. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).